Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/17/2025, a patient reported that after undergoing a right shoulder procedure in (B)(6) of 2018, she began to experience an allergy issue three weeks after. The patient described the allergy as "horrific". The part number at the time of reporting was not available. Additional information was provided on 09/17/2025 where it was reported that the patient has been dealing with a systemic immune attack/allergy three weeks onset from surgery. The patient has been having to undergo monthly infusions to keep inflammation and said rates down. Patient has had constant allergy hives rash and has had anaphylaxis along with the vanadium allergy attacking the thyroid. They now have hashimoto¿s and have had a past experience with giant cell arthritis all post-surgery with zero prior. Currently recently, she started having the feeling that the joint is going to pop out of the shoulder along with increased pain in the upper arm. The bone feels as if it¿s a charlie horse type of feeling. The patient has gone from not having any pain to having pain and popping with increased allergy issues along with now, it is showing up in her blood work in the platelets, the white blood count and tc4 cells. The symptoms started post-surgery three weeks. The patient has had perfect range of motion because she has ehlers-danlos syndrome hyper mobility, so surgeons had a hard time accepting the actual allergy until an immune specialist got involved. A revision is necessary immediately due to the patient's immune system and currently having physical problems. There is fluid at the top and there is fluid at the upper part of the shoulder. There was an ultrasound guided cortisone shot to try to help it and has not helped.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event due to a systemic allergic reaction following implantation, which began approximately three weeks post-operatively. The patient experienced persistent and escalating symptoms, including rash, hives, anaphylaxis, thyroid involvement, and immune system abnormalities, ultimately requiring ongoing medical intervention and leading to the need for revision surgery.